Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the foreign material could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. Therefore, the root cause for the remaining foreign material could not be established. There was a possibility that the foreign material could not be removed since it could not be properly reprocessed due to leakage from the biopsy channel. The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign material in the air/water tube and the air/water cylinder. There were no reports of patient involvement.